Manufacturer narrative:
A review of the device history record showed the product met the manufacturing and quality specifications. Sample was not returned to kimberly-clark for evaluation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.

Event description:
Kimberly-clark received a report stating, "the large blue hub on the patient side of the suction button came apart from the catheter. On the side where the catheter attaches - the catheter was down in the ett. The nurse called the therapist - who was able to grab the end of the catheter with her fingers and pull it out. Patient was in distress for only a short time." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).